Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the needle hub was found broken and the ars leaking during usage on the patient.

Event description:
The customer reports that the needle hub was found broken and the ars leaking during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided one photo for evaluation. Visual examination of the photo confirmed the needle hub contained a small crack. However, full visual examination could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by visual examination of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.